Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plus stent-graft system. The relay nbs plus stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus stent-graft system related event occurred in (B)(6).

Event description:
"After unpacking the device, the physician noticed that the white tip release holder (part number 13 in the IFU) was missing. Therefore, the physician decided not to use the device and took another one instead."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plus stent-graft system. The relay nbs plus stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus stent-graft system related event occurred in (B)(6).

Event description:
"After unpacking the device, the physician noticed that the white tip release holder (part number 13 in the IFU) was missing. Therefore, the physician decided not to use the device and took another one instead."